Event description:
It was reported that previous ams 800 device was removed due to erosion in 2016. The patient was implanted with another ams800 device on (B)(6) 2018. No further patient complications were reported in relation with this event.

Event description:
It was reported that previous ams 800 device was removed due to erosion in 2016. The patient was implanted with another ams800 device on (B)(6) 2018. No further patient complications were reported in relation with this event.

Event description:
It was reported that previous ams 800 device was removed due to erosion in 2016. The patient was implanted with another ams800 device on (B)(6) 2018. No further patient complications were reported in relation with this event. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.